Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to the original complaint, moisture was visible through the display lens. A leak test failed due to a crack in the battery compartment and a crack at the bottom right corner between the display lens and the pump seal. The pump was opened up and moisture was found on the oled, the battery canister and on the support bracket. In addition, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.